Manufacturer narrative:
Device history record: device history records were reviewed and did not revealed any anomaly that could explain the reported event. 909512 integra nph low flow valve was returned for evaluation. The valve was pressure/flow tested and found within specifications. The complaint reporting an underdrainage is not verified by the device investigation. The exact root cause of the patient¿s underdrainage could not be determined by the device investigation. Per risk file, ¿pressure rating mismatch for patient condition¿ may explain the underdrainage. Valve underdrainage is a known complication of valve therapy, as stated in the device instructions for use.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the 909512 integra nph low flow valve was implanted to patient, and within 15 days after implantation, symptoms of hydrocephalus appear. Patient experienced headache, blurred vision, lack of balance and malaise. An image exam was performed to check the positioning error, and there was no-presentation exam or valve displacement. On (B)(6) 2020, the patient returns to the operating room to explode the valve. At that moment, it is possible to perceive by filming that the flow of the nph valve is lower than normal, generating suspicion of a technical complaint of low drainage flow. A revision procedure was required and to explant the valve, and a certas plus (codman) was implanted in place of the nph with an anti-camera (integra).